Event description:
It was reported that the right ventricular (rv) lead was not capturing. It was also reported that during the rv lead revision, the helix of the lead was retracted from the original implant position but then would not fully extend. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the full lead was returned analyzed and no anomalies were found. It was also noted that the distal conductor was distorted and fractured due to over rotation, there was blood (not obstructing) the proximal conductor and the distal end of the electrode, the outer insulation had cosmetic depression and was breach cut, there was apparent explant damage and the lead was stretched. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.